Manufacturer narrative:
B4:06aug2021. The issue was found during preventative maintenance. The customer replaced the front bezel. The device is now functioning as expected. The device remains onsite and in use.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.

Event description:
It was reported to philips that while performing preventative maintenance (pm) on the device, the navigation ring was not moving. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance.